Event description:
During service by a baxter service technician, a flo-gard infusion pump was found to have blown fuses. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection identified blown fuses. System testing found that the ac icon did not illuminate when the device was connected to the ac. The evaluation confirmed the problem. The cause was determined to be blown fuses. To address this issue, the slow blow fuses were replaced. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.